Event description:
It was reported that the tip of the device was found to be broken off while in the sterile processing department at the user facility. No delays, medical interventions, adverse consequences, patient involvement or associated procedure was reported with this event.

Manufacturer narrative:
The reported event that the tip of the device was broken off was confirmed through the visual inspection. Any physical impact to the pointer can cause product damage or operational failure due to battery movement.

Event description:
It was reported that the tip of the device was found to be broken off while in the sterile processing department at the user facility. No delays, medical interventions, adverse consequences, patient involvement or associated procedure was reported with this event.